Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was high 300's-520 mg/dl, with moderate ketones. Elevated blood glucose levels were addressed by manual insulin injection. Customer reverted to an alternate form of insulin therapy.